Event description:
It was reported that post op a gastric band procedure, there was an issue with the band inflation. The balloon was split. The band was explanted and a competitor band implanted. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/09/2009. Info anticipated, but unavailable at this time.